Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a watch dog set test failure alarm on the insulin pump. Customer's blood glucose was 7.7 mmol/l. Customer stated the alarm occurred during the prime/rewind sequence. Customer stated they were unable to perform a set change due to the alarm. Customer agreed to return the insulin pump for analysis.